Event description:
It was reported that pump declared altitude alarm 21 while insulin delivery was suspended, but pump remained within validated operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer's blood glucose level. Customer was instructed to gently clean speaker holes with soft brush, wipe area with lint-free cloth, remove and reconnect cartridge, and wait to resume insulin, after which insulin delivery resumed without recurrence of the alarm, pump returned to normal operation, and customer received tips for preventing future altitude alarms and acknowledged the guidance.